Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer had car accident due to low blood glucose level and went to the emergency room for treatment.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was unsure if auto mode was used at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of incident. The customer was treated with intravenous fluids and pain meds in the hospital. Based on customer report customer did not allege the insulin pump was over delivering. The customer was wearing the insulin pump during the hospitalization. Customer did not receive sensor connected alert nor did system start warm-up. The insulin pump will not be returned for analysis.